Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 2 of 3 related events in which the patient was hospitalized for hypoglycemic shock on separate occasions. Please see related records (B)(4). And (B)(4).

Event description:
It was reported that an unspecified malfunction occurred. The date of the event is an approximation. This is 2 of 3 related events in which the patient was hospitalized for hypoglycemic shock on separate occasions. For this specific event, on (B)(6)2026, approximately one and a half weeks after report (B)(4)., the patient was again taken to the hospital for severe hypoglycemia. According to the patient, the information regarding this incident was relayed to him by his brother. The patient reportedly lost consciousness in the morning and was later found by his brother lying on the floor, ¿soaking wet.¿ his brother immediately called an ambulance. The patient was unconscious when paramedics arrived. He was transported to the hospital, where he was treated with ¿liquid sugar,¿ consistent with IV glucose administration. Hospital staff did not allow discharge until his blood glucose level had increased to approximately 150 mg/dl. He remained hospitalized for about 24 hours. During follow-up, the patient reported that he was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.